Event description:
A us distributor notified zoll on (B)(6) 2014 that a (B)(6) male patient's doctor and nurse alleged a malfunction of the lifevest. The doctor and nurse reported that on (B)(6) 2014, while in the hospital, the patient's lifevest was alarming, stating to stand back a treatment may be delivered. The doctor and nurse both witnessed the patient pressing the response buttons before passing out. The doctor and nurse then reported that the device did not treat like it stated it would, so they removed the lifevest and began compressions. The patient was transferred from the hospital to the intensive care unit at s(B)(6) hospital in (B)(6), where he ended use.

Manufacturer narrative:
At 5:14:34pm on (B)(6) 2014 while the patient was in the hospital, the lifevest detected ventricular tachycardia (vt) at a rate above the lifevest's prescribed threshold. Between 5:14:34pm and 5:58:36pm, the lifevest detected two additional vt rhythms. During this time, noise artifact and intermittent response button use prevented treatment shocks from being delivered. Before confidence of a treatable arrhythmia was achieved, the doctor and nurse partially removed the lifevest and resuscitated the patient. The resuscitation successfully converted the arrhythmia to an idioventricular rhythm. Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. Device evaluation of electrode belt sn (B)(4) is complete. As received, the belt was fully functional and able to detect and treat. Review of the patient's flags does not indicate any device failures associated with the lifevest. Device manufacture date: monitor, sn (B)(4): (reuse); electrode belt, sn (B)(4): 06/2014 (initial use).